Event description:
It was reported the patient experienced increased baseline spasticity. The patient has been experiencing increased spasms since saturday, (B)(6) 2012. The patient also experienced a bladder infection that "came on" over the weekend. The patient had been taking the "max dose" of oral baclofen since saturday. About 4 months prior to (B)(6) 2012, the patient's healthcare professional (hcp) discovered a seroma over the pump and it was treated at that time. It was noted' the event logs were normal. It was later reported' the cause of the event was due to the catheter being twisted at the pump/catheter connection. In addition to the increased spasms, the patient experienced drug withdrawal and severe itching without a rash. The physician tried to access the side port on (B)(6) 2012, and no spinal fluid was available. Catheter surgical intervention occurred 3 days later. It was reported, the patient was hospitalized due to the event. The patient recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional information received corrected that patient did not have increased in spasticity. It was also reported that during refill on (B)(6) 2012, the patient had seroma on top of the pump and the hcp pulled out blood tinged stuff and they sent it for culture. The result was negative.

Manufacturer narrative:
(B)(4).